Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation against the lead was confirmed. The pressure and stylet test were unable to be done due to the lead had been cut. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was cut in half during the repositioning of the right atrial (ra) lead. This rv lead was explanted and will be returned for analysis. No adverse patient effects were reported.